Event description:
The female had previously undergone an interstim implant for refractory unrinary urgency, frequency, and urge incontinence. For the past several months, she had experienced a sensation of the stimulation only at the site of insertion of the interstim lead and attempts at programming around this had been unsuccessful. It was felt that revision was indicated. The generator was relatively new, so no plans were made to replace it. An incision was made over the previously implanted generator and the generator with its leads was delivered from the wound. The previously implanted lead was removed by pulling firmly on the lead. The lead passing device was then used to transfer the end of the lead over the transverse incision. The connection was made there to the extension lead and a plastic boot was secured to the generator with the screwdriver provided. The generator was programmed by the manufacturer's representative. The patient was taken to the recovery room in satisfactory condition having tolerated the procedure well.